Event description:
It was reported that the customer was having consistent high blood glucose levels. He reported that he had had motor error and delivery error alarms on his insulin pump. At the time of reporting his blood glucose was 122mg/dl. He stated that he was calling to troubleshoot his insulin pump. After troubleshooting, he was advised to revert to his back up plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.